Event description:
During call, the home patient's wife reported that the patient had not been feeling well, and had been feeling bloated. The nurse stated the patient's extraneal bag contained antibiotics due to the patient having peritonitis. The nurse stated that the peritonitis was not related to a baxter product, or dialysis therapy, but was related to the patient's 'body'. When asked to elaborate, the nurse stated had a bowel perforation that caused the peritonitis. The nurse stated there was not an event of overfill involving this patient, and that the patient had not been feeling well, and feeling bloated, due to the peritonitis. Additional information received from global pharmacovigilance (gpv) 25mar2010: per the nurse, the patient was diagnosed with the peritonitis and perforated bowel while he was in the hospital for his deep vein thrombosis. In (B) (6) 2010, a peritoneal effluent analysis and culture were performed. The nurse did not have the analysis results but knew the culture grew out pseudomonas. Per the nurse, the cause of peritonitis was a perforated bowel. The nurse does not know when the perforated bowel occurred, but an ultrasound was performed in the hospital and a perforated bowel was found ((B) (6) 2010). The patient was treated with vancomycin (IV) for his peritonitis. Per the nurse, the initial treatment for the peritonitis was vancomycin (IV) however that was changed to vancomycin (ip) and cefepime (ip) for 22 days. The perforated bowel was also treated with antibiotics. In (B) (6) 2010, the patient was discharged home. Per the nurse, at the time of discharge the event of the perforated bowel and peritonitis was considered to be resolving. On (B) (6) 2010, the patient had a repeat peritoneal effluent culture the result was no growth. On (B) (6) 2010, the patient finished his antibiotics for his peritonitis. Per the nurse, when the patient's wife talked to the fca associate about the patient not feeling well the patient's wife was talking about the patient recent issues of dvt, peritonitis and perforated bowel. Per the nurse, the felt bloated he is experiencing is due to the fact that the patient carries around extraneal for about 12 hours during the day. At the time of this report, the nurse the events of peritonitis and perforated bowel were resolved. There were no allegations against the device for the perforated bowel or the peritonitis.

Manufacturer narrative:
(B) (4).device not available.